Event description:
The device was used to test a pt's blood glucose at 1 am and the device result was 100 mg/dl, a lab was done and the result was 58 mg/dl. Another test was run later with a result of 98 mg/dl and the lab result was 38 mg/dl. Another test was done, and the device result was 102 mg/dl and the lab result was 46 mg/dl. No treatment was given. Controls were stated to be in range, values were not given. A request was made for the return of the suspect device, the customer refused replacement.